Event description:
A medtronic representative reported navigation was 1 cm inaccurate laterally during a cranial biopsy procedure. The surgeon used the pointmerge registration method. The selected registration localization points created a green sphere that encompassed the tumor and had a 3.8 value for predicted accuracy. The surgeon felt accurate as he was navigating and took biopsy samples. The biopsy samples were inconclusive so the surgeon took post-op scans and reported that he could see the trajectory of the needle was accurate in length, however, it was inaccurate laterally by 1 cm. It was not reported which direction laterally. There was no patient harm reported due to this issue.

Manufacturer narrative:
A medtronic clinical specialist provided additional training and a demo to staff at the site. Software investigation is still in progress as of the date of this report.

Manufacturer narrative:
The rep completed a training with the site and found that there was some potential for frame movement with the setup the site used. Software is functioning as designed.